Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 for patient samples. The following data was provided (customer¿s reference range 1.6 - 2.6 mg/dl): sample ID (B)(6) initial result = 6.0 mg/dl, repeat = 1.9 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument and determined the tbg, ext waste, drainage,15x22mm and the manifold, low conc waste, upper were clogged. Service cleared the clogs from the parts and the issues were resolved. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed one additional service ticket associated with discrepant/erratic magnesium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c8000 did not identify any trends. A review of tracking and trending for the tbg, ext waste, drainage,15x22mm and the manifold, low conc waste, upper did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 for serial (B)(6) or the tbg, ext waste, drainage,15x22mm and the manifold, low conc waste, upper, were identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 for patient samples. The following data was provided (customer¿s reference range 1.6 - 2.6 mg/dl): sample ID (B)(6) initial result = 6.0 mg/dl, repeat = 1.9 mg/dl . No impact to patient management was reported.